Event description:
A malfunction was reported on the pump, which did not adversely impact the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, although the malfunction persisted. Technical support arranged for a replacement pump to be sent, advised the customer on storing and returning the faulty pump, and instructed them on programming settings and connecting their cgm to the new pump. The customer was to use multiple daily injections as backup therapy and acknowledged receiving a pump with updated software.